Event description:
It was reported by the patient that the pump kept beeping with some disposables. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the event history log found evidence of a no disposable alarm after pump started and disposable tubing attached. Functional testing was done, and the reported problem was unable to be duplicated. The root cause of the problem could not be determined. The downstream occlusion sensor was replaced as a preventive measure to resolve the problem. Initial reporter sent report to FDA is unknown. No information has been provided to date.